Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen. A field service engineer followed the relevant knowledge article (ka) and began troubleshooting by disconnecting the all-in-one unit and the main pyxibus cable; however, the device still did not power on. The fse then reconnected the main pyxibus cable and disconnected all drawers in the auxiliary cabinet, after which the device powered on. Each drawer in the main cabinet was then reconnected one by one until the device failed to power on again, identifying drawer 4 as the source of the issue. Further testing with a voltmeter showed that drawers 4.1 and 4.2 had a resistance of 0.4 ohms across tp502 and tp505. The drawer controller board for drawer 4.2 was replaced to resolve the issue. The device was successfully powered on and passed the final test using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.